Event description:
It was reported by the aci vascular closure specialist that an (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath. Peri-procedure; the patient was anti-coagulated with heparin and coumadin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU; however it appeared that the physician may have missed the intended landmark and made the stick at the inferior epigastric artery. It was reported that this may have been too high of a stick, resulting in an rp bleed. The patient received a blood transfusion. The patient was reported as hospitalized due to the blood transfusion. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be conclusively determined. However, it was reported that the physician may have missed the intended landmark and made the stick at the inferior epigastric artery. It was reported that this may have been too high of a stick, resulting in an rp bleed. The review of the lhr (lot f1230407) indicated that the device lot met all established performance criteria prior to shipment.